Manufacturer narrative:
The patient's medication was adjusted. Additionally, boston scientific technical services (ts) discussed increasing the duration in each zone as well. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and multiple shocks for supraventricular tachycardia (svt). The device was programmed to three zones and initial detection occurred in the vt-1 zone. No adverse patient effects were reported.